Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead went into cardiac arrest and was admitted to intensive care with loss of consciousness. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) showed undersensing within a ventricular fibrillation (vf) rhythm. Additionally, it was noted that anti-tachycardia pacing (atp) was delivered which did not convert the vf, however, a 41 joule shock was then delivered to successfully convert the rhythm.

Manufacturer narrative:
As the patient was reported with loss of consciousness, the patient's physician decided to wait on making any programming changes to the crt-d device. This rv lead remains in service. Should additional information become available, this report will be updated.